Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage occurring during the use of winget pbbcs. There was no medical interventions required."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage occurring during the use of winget pbbcs. There was no medical interventions required.".

Manufacturer narrative:
H.6 investigation summary: material #: 367324. Lot/batch #: 2131350. Bd had not received samples, but four photos were provided for investigation. The photos were reviewed and the tubing appeared to be damaged near the luer hub. Due to the damage that was observed on the tubing, this complaint has been confirmed for the indicated failure mode of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.